Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopic discectomy. Intra-op, the flex arm could not be fixed firmly even though the cable tightening wheel was turned. The product was continued to be used in the operation and the operation was finished. The sales rep had provided guidance for lubrication and draw-bar adjustment. No patient complications were reported as a result of this event. Upon checking the instrument, the handle screw of the flex arm was found to be worn near the thread center to the root.